Event description:
It was reported there was no communication with the rf (radio frequency) head. It was noted the rf head communicates fine when connected to a different programmer. The internal connection for the rf head is suspect. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; intermittent interrogation found using a known good rf (radio frequency) head. Moving rf head connector caused telemetry signal to change. Loose rf head connector found on the lem (link electronic module) printed circuit board assembly. Analysis also found the keyboard hinges are broken, the handle cover is cracked, and the system fan is intermittently noisy. (B)(4).